Manufacturer narrative:
Investigation of returned suspect collimator was unable to replicate the reported issue. Installed collimator in test imaging system and the collimator initialized properly at each start up. Unable to replicate on system. Installed collimator on test fixture and the collimator passed. No problem found.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site and was not able to reproduce the collimator issues. Changed collimator because this has happened a few times with in the last 3 months. O-arm passed all tests and is up and running. The collimator has been returned to the manufacturer for evaluation, but analysis is not yet complete. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system displayed an "error initializing collimator" error message during boot up of the imaging system. The system was rebooted, would not advance past the boot up screen. The system was rebooted a second time and the issue was resolved. There was no patient present when this issue was identified.